Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that keypad was not responding. Customer reported that numbers continued to scroll and buttons were not responding. Customer reverted to manual injection but was not able to convert grams into units and gave himself 25 units of insulin. Customer's blood glucose was 233 mg/dl. Customer called the hospital and was advised to go to the emergency room. Lab work was done and customer was sent home. Customer was off of insulin pump for less than 48 hours at the time of emergency room visit. Customer's blood glucose dropped to 50 mg/dl after going home. Customer treated low blood glucose with a big meal. Customer was advised that insulin pump would be replaced.

Manufacturer narrative:
The insulin pump was received with intermittent button response. No numbers scrolling up noted. The insulin pump passed functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump had cracked case at the display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation. Report has updated evaluation codes. The insulin pump was received with intermittent all the buttons response due to corroded keypad traces. The insulin pump passed the displacement accuracy test.